Manufacturer narrative:
UDI: (B)(4) incomplete. The lot number was unknown. Investigation summary: the findings for investigation is from (B)(4) as same device involved in multiple events. The device was received and evaluated at the service center. The reported complaint that vaprvue wireless footswitch was working sporadically so they ended up switching to a wired footswitch was confirmed. There were also minor scratches on the device identified during decontamination. The batteries were replaced to address the reported issue. The device was tested and found to be working according to specifications. The defective batteries are thus the root cause of the intermittent operation reported by the customer. The minor scratches on the device are most likely a result of user mishandling of the device. There are no indications from this complaint investigation that the failures are manufacturing-related, therefore a manufacturing record evaluation is not required. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by sales rep that during an unknown procedure on (B)(6) 2020, it was observed that a vaprvue wireless footswitch device was working sporadically. Another like device was used to complete the procedure with a minimal delay. There were no adverse patient consequences. No additional information was provided.